Event description:
Patient reported cause not determined. Patient stated the scs was removed and x-rays showed broken lead. Patient stated hcp would not do anything so they went to another hcp. Patient has upcoming injections for inguinal pain in right groin; pain wakes patient up at night. Pain level is at a 5-7. Patient stated they can never have an MRI because of this and live on advil and pregabalin for neuropathic pain. Patient voiced frustration.

Manufacturer narrative:
Continuation of d10: product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type lead product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6 )2011 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011; explant date (B)(6) 2024 brand name ; product ID 3778-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that per fax form scanned in on (B)(6) 2024, indicated on the fax that the 1 lead was broken and it had only 6 electrodes. No additional information was provided. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the leads that were left implanted cause a lot of pain. Patient stated they currently use pregablin and double action advil to help control their chronic pain. Patient stated they are contemplating having a nerve block done. Patient stated they have had 3 hcps look at the xrays and they all said they will not remove the leads because of the concern that it could make the patient's pain worse because its so close to other nerves. Redirected pt to the hcp.